Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead implant procedure, physician was unable to get access with the needle to be able to implant the lead due to patient anatomy issue. The procedure was aborted as a result. There were no additional complications during the procedure. Patient was stable.